Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - this patient had a lima case and liner. This was removed and replaced with a custom hemi pelvis implant with a djo liner cemented in.